Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the hepatic duct during a cytology procedure. According to the complainant, during the procedure, the brush failed to extend on second attempt. The device was removed from the patient and it was noted that the brush did not move when the handle was actuated. The wire inside the catheter broke. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Analysis of the returned rx cytology brush revealed multiple bends in the working length and the pull wore had become unwound and broken at the end of the hypotube.. The brush bristle section was present, properly formed, and without issue. Functional analysis showed that the handle thumb ring could be extended and retracted with strong resistance and scraping inside handle t-fitting, however the pull wire would not move and brush bristle section would not extend. The event was most likely caused by some operational or anatomical aspect of the procedure which restricted the pull wire¿s ability to move freely within the catheter. Attempts to extend and retract the brush with pull wire movement restricted resulted in the broken pull wire. Therefore, the most probably root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the hepatic duct during a cytology procedure. According to the complainant, during the procedure, the brush failed to extend on second attempt. The device was removed from the patient and it was noted that the brush did not move when the handle was actuated. The wire inside the catheter broke. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.